Event description:
A medtronic sales rep reported that the micro debrider hand piece kept running with no pressure on the foot controller and the blade cut the corner of the pt's mouth. The doctor put in one or two stitches at the end of the original procedure.